Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the graftmaster was used for treatment of a bleeding rupture in the left anterior descending artery. After the stent was positioned in the rupture, the balloon was inflated at 15 atmospheres but the stent implant did not open. After several changes in balloon catheters, a 3.0 x 20 mm balloon was positioned inside the stent and it was possible to expand the proximal and mid portion of the stent. The distal portion of the stent was not expanded. The patient was referred for urgent surgery. No additional information was provided.

Event description:
Subsequent to the previous filed report, the following additional information was received: the surgery performed was for repair of the rupture. After the procedure the patient had a bilateral pleural effusion which was most likely post-pericardiectomy syndrome. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning and is not available for evaluation. The stent remains in the vessel; the delivery system was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to deploy. In addition, the subsequent treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.